Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling. It was alleged that the plaintiff experienced and continues to "suffer from incontinence, pelvic and vaginal pain, back pain, abdominal pressure, fibrosis in her uterus that have caused it to swell to the size of a pregnant woman's, fibroids in her fallopian tubes, and infections." It was also alleged that the product has caused the plaintiff, "severe and permanent bodily injuries and significant mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.